Event description:
On (B)(6) 2014, the reporter contacted animas alleging damage to the battery compartment. The reporter confirmed that there was no noted power loss related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings:the pump battery compartment was observed to be cracked at the compartment threads and from the bumper pad to the case seal. The returned battery cap was observed to have damaged threads. The returned cap was able to secure to the pump and the pump powered on. Unrelated to the complaint, the display screen was noted to be discolored with a pinkish hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.